Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified a broken device in the anterior/posterior/radius and the device seems to be missing a part. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.